Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Medtronic representative reported via email high blood glucose levels. Customer's blood glucose level was in the 400 mg/dl. Customer advised they had a few meals where they inputted the wrong carb amounts and they had an infection which may have resulted in high blood glucose levels. Customer was in pain and received a steroid shot. Customer advised they would follow up with their diabetes trainer.